Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for an atrial tachycardia (at)/ atrial fibrillation (af) with rapid ventricular response (rvr) detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. A follow up with the patient¿s healthcare provider yielded that the physician continues to monitor the device with no programming changes to the device. The device remains in use. No further patient complications have been reported as a result of this event.